Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation and the event were confirmed during testing. The devices were found to have corrosion. The devices are not repairable and were not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device produced metal shavings. There was no patient involvement; no patient impact.